Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially reported that they were having issues with the depleted batteries and due to this the customer's blood glucose level were running high. The customer experienced a high blood glucose level of 489 mg/dl, 454 mg/dl, and 411 mg/dl. The customer would treat the high blood glucose by putting a new battery in the insulin pump and doing a bolus. Troubleshooting was performed for the blank display. It was noted that they received a failed battery test during troubleshooting. The blank display was resolved with a new battery. They were sent a battery cap. However, a few days later the customer called back to report that they were still getting the failed battery alarm. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed batt test alarm due to blank display. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.